Event description:
Vcare attempted to be used by surgeon at the beginning of the case. Balloon found to be not working. New vcare was obtained from next case cart outside of room. Second vcare working correctly. Delay in care. FDA safety report ID# (B)(4).